Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl), while wearing the pod between 4 and 24 hours on the back. It was noted that the patient was unsure if the cannula inserted properly into the infusion site and was bent upon removal. As treatment for the hyperglycemia, a new pod was applied and a pen injection was administered.

Manufacturer narrative:
The received device found no damages or defects along the fluid path that would that would indicate the cannula was not inserted properly. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be deployed incorrectly or not inserted properly. It cannot be conclusively determined if the cannula was not inserted properly. No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase.